Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(6). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision due to dislocation. Date of implant: (B)(6) 2007. Date of revision: (B)(6) 2008. (Left hip) treatment: revision; liner and cup were revised.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records were received and stated the following: on (B)(6) 2006, left total hip was revised to address polyethylene liner bearing wear, polyethylene mediated synovitis, and proximal femoral osteolysis and an intrapelvic cyst. Patient presented with unexplained lower quadrant abdominal pain, possibly related to the cyst. Found significant polyethylene wear, the acetabular liner having been worn completely through into the metal cup. There was metallosis, and significant foreign body type granulation tissue. A significant amount of fluid was decompressed from the intrapelvic cyst, but no periacetabular osteolysis was identified. The well-fixed cup and liner were revised. The stem was well-fixed and retained--some proximal femoral osteolysis was noted. The femoral head showed some wear, and was revised. These medical records do not provide any information with respect to manufacturers of either the acetabular side components, or of the femoral side components. On (B)(6) 2023, a competitor total knee was revised to address gross instability. Competitor products were re-implanted. The clinical database previously identified the acetabular products as depuy devices. Femoral components are unidentified.